Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was difficult to press and required multiple presses to turn on the pump screen. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method in insulin therapy.